Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on december 24, 2015. (B)(4). Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case.

Event description:
Registered nurse reported end-user experienced bleeding while the product was in place. The product was used to manage c.difficile negative diarrhea. Physician was notified that end user had hemorrhoids but still wanted the product placed. End user experienced perirectal bleeding which was darkened in color and mixed with stool. The nurse is unsure if end user exhibited perirectal bleeding prior to product placement and it is unknown when the bleeding started. The nurse could not quantify the bleeding amount but stated end user exhibited no drop in hemoglobin. Reporter could not provide hemoglobin lab value. End user underwent colonoscopy to determine the cause of the perirectal bleeding. The nurse stated that prior to the test, staff deflated the balloon and discovered 65ml of fluid in the balloon. The nurse states that at some point there was seepage around the product tube so the balloon was deflated to allow reposition of the tube. Only 15ml could be aspirated from the balloon and the nurse re-inflated the balloon with 40ml. Colonoscopy results showed two (2) areas of ischemia in lower colon. Product was removed . The patient is now in a skilled nursing facility.